Manufacturer narrative:
The troponin t reagent lot number was 827214. The reagent expiration date was requested, but not provided. The field service engineer ran performance testing on the instrument and this passed. The investigation is ongoing.

Event description:
The initial reporter stated they receive questionable results for an unspecified number of patient samples tested with elecsys troponin t gen 5 stat on a cobas 6000 e601 module. The customer provided an example of one patient sample with discrepant troponin t results. The customer noticed issues with quality control recovery, so they pulled previously tested patient samples and repeated these on a second analyzer. No questionable results were reported outside of the laboratory. The repeat results were deemed correct. The sample initially resulted in a troponin t value of 11.8 ng/l and it repeated as 20.0 ng/l.

Manufacturer narrative:
The last reagent pack calibration performed on (B)(6) 2025, was successful. The customer stated that quality controls were mishandled by staff and that the staff member has been trained on correct handling. The customer has not reported any further issues. The investigation determined the issue was consistent with the customer's mishandling of control material. Medwatch field d1, d2, d4, g1, and g4 updated.